Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left groin graft anastomosis. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon would not inflate and subsequently ruptured. The device was completely removed from the patient's body and a contrast media leakage was noted on the tip portion of the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the returned device identified no kinks or damage. An examination of the balloon material identified no tears or holes in the balloon. As part of the device analysis the device was attached to an encore inflation unit. During an attempt to inflate the balloon, liquid was found to be leaking out from the tip of the device. When the tip was plugged the balloon partially inflated before liquid leaked out through the wire port in the hub. This leak in the catheter is consistent with a leak path having occurred between the inflation and wire lumens. Using a blade, the balloon was removed and an examination of the lapweld fingers and markerbands identified no damage. The encore was attached to guidewire port in the hub and the tip was plugged. Air bubbles were noted leaking out at the lapweld, confirming that a breach was present between the inflation and wire lumens at the lapweld site. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left groin graft anastomosis. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon would not inflate and subsequently ruptured. The device was completely removed from the patient's body and a contrast media leakage was noted on the tip portion of the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.